Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostyle device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported this was a venotomy closure of the right common femoral vein using the pre-close technique via a 6f sheath hole prior to a micra pacemaker interventional procedure. Reportedly, the sutures of the first prostyle device were pre-placed; however, there was resistance during removal after deployment. The lever had closed and the foot was retracted successfully; however, there was more resistance than usual during removal. An attempt was made with the second prostyle device; however, when the foot was closed and the device was being removed; it became stuck. The foot portion was at the point that it was already out of the vessel; however, it seemed as though the suture had stuck on the suture bearing and the device couldn't be removed. The physician pushed the device forward and back several times and was finally able to get the device free and removed from the vessel. There was no tissue of vessel damage noted. The sutures of both devices had been successfully pre-placed despite the issues. The sheath was upsized to a 23f sheath and the micra pacemaker procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported suture stuck in suture bearing was not confirmed due to components not returned. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to difficult to remove the suture include, but are not limited to, suture tangles due to user not completing full stroke of plunger withdrawal or attempted to retrieve the suture prior to parking foot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.